Event description:
It was reported that a flo-gard infusion pump displayed an occlusion alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. An upstream occlusion alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be that the occlusion sensor was out of calibration. To correct the condition, the occlusion sensor was recalibrated. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.